Event description:
No death reported. Rn reported a patient meter result of hi, which on the inform system indicates a result in excess of 600 mg/dl, and a venous lab result of 46 mg/dl within 10 minutes. The questionable meter result caused a delay in the patient's treatment. A request was made for the return of the system, replacement was sent.